Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 80mg/dl, 148mg/dl. Tests were done within <10 mins with a difference of 53%. Pt did not experience any adverse events. No further info has been reported.